Manufacturer narrative:
D10 concomitant products: sm-5627, sm-5627 biosyn* 4-0 und 45cm p12 x12 (lot#d4c3800fy); sm-5627, sm-5627 biosyn* 4-0 und 45cm p12 x12 (lot#d4c3800fy); sm-5627, sm-5627 biosyn* 4-0 und 45cm p12 x12 (lot#d4c3800fy); sm-5627, sm-5627 biosyn* 4-0 und 45cm p12 x12 (lot#d4c3800fy); sm-5627, sm-5627 biosyn* 4-0 und 45cm p12 x12 (lot#d4c3800fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving sutures, several issues occurred. The thread broke in the middle on multiple occasions, and the needle separated from the thread three times while suturing or preparing the suture after the patient incision. These issues were associated with the same batch of sutures. An additional new suture was used without issue. The defective devices were from the same product ID and lot number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mastology procedure involving sm-5627 biosyn sutures, the thread broke in the middle; this occurred on three devices. Additionally, the needle separated from the thread three times while suturing or preparing the suture after the patient incision. These issues were associated with the same batch of sutures. An additional new suture was used without issue. No patient complications have been reported as a result of this event.